Event description:
It was reported that during the implant procedure, the septum seal of the replacement device popped out of the header when the physician removed the wrench. The physician opted to place the septum back into the set screw bore. Electrical measurements were normal and the device system remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.